Event description:
While servicing the device, an authorized bench technician discovered that the unit had experienced a pacer equipment malfunction. The device was received by bench repair on 15-oct-2020. The noted failure was identified during inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the processor pca would need to be replaced. A processor pca was returned to the failure analysis lab for evaluation. The pca was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. However, when the pca was installed into a test fixture, the unit failed to boot up normally. The unit displayed a red x in the ready for use indicator. Based on the symptoms observed, flash memories u39 and u40 were determined to be corrupted. Upon conclusion of the analysis, it was verified that the processor pca was faulty. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced to resolve the reported issue and the device was returned to the customer site. No further evaluation is required at this time.

Manufacturer narrative:
Report originally submitted with cfn#: (B)(4); the correct cfn#: is (B)(4).

Event description:
While servicing the device, an authorized bench technician discovered that the unit had experienced a pacer equipment malfunction. There was no patient involvement.